Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in blocks b5 and h6.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. Further, this pacemaker was noted to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains in service. No adverse patient effects were reported.